Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal results. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 8:00-9:00pm, the patient reported obtaining a blood glucose reading of '200mg/dl' on her lfs meter. The patient reported self administering 2 units of novolog insulin as a correction bolus. The patient reported that she normally takes 14 units of lantus at 11am, and 12 units in the evening and she corrects with novolog insulin on a sliding scale up to 8 units depending on her carbohydrate intake and readings. The patient reported making no changes to her usual diet or activity level on the day of the alleged issue. The patient reported she 'passed out' 6-7 hours after the alleged issue began. The patient reported she was seen by emergency medical services (ems) on (B)(6) 2012 at 2:20am, and was given something to eat or drink. The patient reported her blood glucose was taken at 2:30am and the result was '21mg/dl'. It is unclear who found the patient passed out, how she was revived, and who called ems. It is unknown if the patient was given treatment for an acute complication of diabetes or admitted to the hospital. At the time of troubleshooting, the cca was able to determine the meter was in the correct unit of measurement, and the patient's test strips were in good condition. A control solution test was not run due to the patient not having control solution available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient allegedly obtained an inaccurate high reading, administered insulin, reportedly developed symptoms suggestive of severe hypoglycemia, and required treatment from an hcp after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The primary complaint was not confirmed. Pa unable to perform evaluation on test strips since the patient returned an empty vial of test strips. The retain test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.